Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic procedure, it appeared that some parts (rings in the sheath) had fallen off in the patient's trachea. Forceps were used to remove the fallen parts. During the procedure, the tumor in the lower right lung was remove and the sheath and probe were placed in the normal position, when the assistant tried to remove the probe to proceed to the biopsy, it was quite stiff and stuck, making it difficult to remove; therefore, the entire sheath was removed instead. The doctor then completed the case using the same device and took the patient for an x-ray and CT scan. The doctor administered antibiotics and observed the patient's condition. There were no abnormalities found in the patient and no further reports of patient harm.